Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. After left pulmonary vein (lpv) ablation, during right pulmonary vein (rpv) ablation, the patient¿s blood pressure decreased to about 90, and fluoroscopy confirmed that movement was poor. Therefore, it was noted to be cardiac tamponade. Pericardial effusion was confirmed by body surface echo, and drainage was performed. Drainage was performed for about five minutes, and as it became impossible to extract, hemostasis was performed, and the patient left the room. Broken borough (bb) was conducted. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. A pre-irrigation time of one second was performed using an irrigation catheter. The course of the patient is unknown. The physician did not provide a causality opinion for the cause of this adverse event. Additional information was received on 13-mar-2022. It was reported that the patient has a history of hypertrophic cardiomyopathy. The generator/pump do not need servicing. A transseptal puncture was performed. The event occurred during the ablation phase. Ablation was performed before the cardiac tamponade was noticed and there was no evidence of a steam pop. Irrigated catheter was used, and the flow setting was set to pre 1sec. Force visualization features used were real time graph; dashboard; vector with an additional filter fot used with the visitag and tag index color option was used prospectively. Additional information was received on 27-mar-2022. A smartablate generator was used. An rf needle was used for transseptal puncture. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used. The parameters for stability used with visitag module was: 10 3 sec 3g 3 sec.